Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a6, b5, b6, d1, d4, d6a, d6b, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, a flat crease and a broken shell. A microscopic analysis was performed which identified more than three striated openings on the anterior side, a sharp break in the posterior side, and a striated break on the anterior side with missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is more than three striated edge openings on the anterior side assessed as surgical damage, and a shar break on the posterior side assessed as an unidentified tear opening.

Event description:
Patient reported "damage was found via ultrasound" for an unknown side. MRI diagnosed rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "damage was found via ultrasound" for an unknown side. MRI diagnosed rupture. Device remains implanted.